Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 65mg/dl. Cause of bg level was not provided. Contact was unable to provide treatment received. Reportedly, customer left the ER 5-6 hours later with customer in stable condition.